Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are pieces missing around the reservoir compartment, and tape is being used to hold the reservoir in place. Customer's blood glucose at the time of the incident was 340 mg/dl. Customer reported that she is currently not connected to the insulin pump and is correcting with an insulin pen. Product is expected to return.

Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.